Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. It was also reported that the liner apparently disassociated from the pinnacle sector cup and there was osteolytic material in the joint likely due to the presence of disintegrated polyethylene as evidenced by the destroyed liner. The cup was malpositioned as confirmed by tom through x-ray.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 9-18-2017: medical records have been reviewed. Revision notes (B)(6) 2017 indicate the patient received a left acetabular liner revision and exchange of the femoral head due to dissociated fractured acetabular liner from a previously performed left total hip arthroplasty. The surgeon indicates that there was considerable metallosis within the joint from the unintended articulation of the cobalt chromium head with the titanium shell. The broken liner fragments were removed as well as the remaining intact liner. The acetabular and femoral components were found to be rigidly fixed, no evidence of locking mechanism being compromised. There was no evidence of rim damage and no trunnionosis noted. Updated 9-21-2017.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.